Event description:
The customer reported video interference displayed on an olympus colonovideoscope. The customer suspected that the video interference was caused by buckling somewhere in the scope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.